Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replace the display printed circuit board assembly (pcba). The unit operates within the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded this complaint is related to (B)(4)/ medwatch #1828100-2017-00055.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the upper right tube size indicator portion of the roller pump display was not properly illuminating. It was dim and had segments missing. There was no patient involvement.